Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down and stuck on a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was completely down, and screen was black. A field service engineer powered off the station, then located failed drawer bringing station down, removed and replaced the cards, reassembled them, reseated the cables, rebooted the station and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.